Manufacturer narrative:
Conclusion: device investigation revealed several damages and a missing piece of the bifilar wire which are very likely caused by the explantation process. An open circuit in implanted state would lead to a total loss of benefit instead of the reported progressive decrease. As the in-situ measurement showed a dysfunctional device, a fatigue fracture being present somewhere at the missing bifilar wire parts likely explains that. Additionally, the user was confirmed to be out of indication criteria for the vibrant soundbridge and has thus been reimplanted with a ci. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The user has been re-implanted with a cochlear implant.